Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument was identified to have a damaged tip. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube. The main tube was broken and some pieces were missing. However, the size of the missing pieces could not be confirmed, indicating that a fragment had detached from the instrument. Components adjacent to the broken main tube did not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.